Manufacturer narrative:
The calcium gen.2 reagent lot number was 920240. The expiration date was not provided. The provided instrument performance data was analyzed. The field service engineer (fse) observed a high number of abnormal cell blank alarms, excessive cell blank values, and elevated water pressure. He also found sample probe pressure issues and addressed them. The root cause was due to an improper cell rinse performance, leading to contamination. The service actions performed by the fse resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium gen.2 assay on a cobas c 503 analytical unit. Initial result: 1.6 mmol/l. The sample was automatically repeated by the analytical unit, and no questionable result was reported to the physician. Repeat result: 2.2 mmol/l.